Event description:
On (B)(6) 2019 - device error asked user to program device. Device was programmed. On (B)(6) 2019, homemonitoring website showed backup mode which had not cleared. The patient to be brought into clinic to perform ram dump on device and confirm status of implant. On (B)(6) 2019, representative was called to hospital to interrogate device due to reported back up mode. Patient was in arrest when representative reached patient location. Patient expired. Representative performed ram dump after cessation of efforts to resuscitate patient.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available data have been analyzed. The analysis revealed that during an automatic signature check the device detected invalid memory content in a specific memory area where status variables are stored. Therefore the user was informed by a warning message asking to program the device upon interrogation. In contrast to the event description, the home monitoring website displayed the message - special device status, not - backup mode. The affected memory content in this particular case does not affect the ability of the device to deliver therapy, therefore the backup mode was not activated. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, to ensure patient safety, by design the ICD will either activate the backup mode, the eri status or display a particular warning message to the user, depending on the affected memory area. The root cause of the invalid memory content could not be determined based on the available information. The presence of invasive external influences, such as strong electromagnetic fields, may have led to this occurrence. Based on the analysis, the therapy functionality of the ICD was entirely available while the device was implanted and in service. In conclusion, the clinical observation resulted from invalid memory content in a memory area which does not affect the therapy functionality of the ICD. The invalid memory content was automatically detected by the device, leading to the displayed warning message.